Event description:
Reportedly, central mitral regurgitation (mr) was observed in a patient with a 27mm valve. The customer reported that a 27mm mitral valve was implanted for mitral valve replacement (mvr) to correct mr and dilative cardiomyopathy (dcm) on (B)(6) 2012. Around (B)(6) 2013, cardiac murmur appeared. Level iii to level IV mr from the central area of the device was observed in echo on (B)(6) 2013. On (B)(6) 2013, the patient status was reported as ¿under treatment¿. On (B)(6) 2013, cardiac resynchronization therapy defibrillator (crt-d) was implanted. The device will not be returned for evaluation because the valve remains implanted.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device will not be returned for evaluation because it remains implanted and there are no plans to explant this device. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
The following information was learned through follow up with the surgeon on (B)(4) 2013: on (B)(6) 2013, the device was explanted and replaced with a magna mitral ease valve, model 7300tfx27 since the patient¿s heart condition was improved by crt-d. At explant, the patient¿s preserved anterior leaflet appeared to be fused with the leaflet of the device. The fused area appeared to restrict the mobility of the leaflets of the device and led to mr. At weaning off from ecc, mr was still observed. However, after left ventricular function and left ventricular volume were stabilized, mr was decreased. Using intra-aortic balloon pumping (iabp) was considered. However, ecc was removed and the patient left from the operation room without problems. A few days after re-mvr, mr was not observed. The customer commented that this explant was not expected. The customer was asked and has affirmed that there was no malfunction of the device and the device did not cause or contribute to the event. The customer also commented that fusion of the patient native anterior leaflet and the leaflet of the device was due to a technical issue since subvalvular tissue was not treated well at the first surgery. The device will not be returned for evaluation because it was discarded at the hospital. No other information has been provided.